Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier sid' provided on two patients (B)(6).

Event description:
The customer reported falsely elevated architect stat troponin-I results on three patients. Results provided: (B)(6) 2020 initial = 0.24 ng/ml, repeat: 0.0 / 0.0 ng/ml; (B)(6) 2020 sid (B)(6): initial = 0.00 ng/ml, repeat = 0.29 / 0.00 ng/ml; (B)(6) 2020 sid (B)(6) = 0.12 / 0.03 ng/ml, another architect = 0.07 ng/ml. (Customer's panic cutoff = > 0.1 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed to architect stat troponin-I, list 2k41 (abbott park, il as manufacturing site) and submitted under manufacturer report number 1415939-2020-00147. All further information will be documented under MDR number 1415939-2020-00147.